Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they had a feeling of faintness and then was temporarily unconscious. The cgm was reading 57 mg/dl but the bg value was 20 mg/dl. It was not specified when these values were checked. The patient was taken to the hospital and glucose via intravenous (IV) therapy was administered for the hypoglycemia. The patient was stable after that. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.